Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative the leadless implantable pulse generator (ipg) exhibited poor threshold during multiple attempts to implant. It was reported that a thrombus formed inside the delivery catheter, but its removal was structurally difficult. The ipg system was removed and tissue and thrombus were found adhered around the ipg and inside the delivery system. Although careful removal was performed, the thrombus inside the device cup could not be completely removed even with various instruments, making continued use difficult. Therefore, the product was replaced. After the product replacement, a suitable placement site was identified after a few deployment attempts, yielding acceptable measurement values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.